Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Carefusion file identifier: cus-31994-exp. Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. The service technician replaced oxygen blender and issue was resolved.

Event description:
The customer reported model palmtop ventilator revel unit has low oxygen blending. When the ventilator is set to deliver 60% of fraction of inspired oxygen (fio2), the ventilator is only delivering 50%. At this time, it is unknown if there was any patient involvement associated with the reported issue.